Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event. It was reported that on (B)(6) 2015, the patient informed the distributor that she received a treatment while she was still conscious. She reported that the treatment threw her to the ground and that her back was hurting. During follow up on (B)(6) 2015, the patient's daughter reported that when the patient was treated and fell, she broke her pelvis and hip. Investigation into the treatment event revealed that the patient received an inappropriate defibrillation at 18:25:52 on (B)(6) 2015. The patient's heart rhythm at the time was sinus tachycardia at 112 bpm with motion artifact. The motion artifact contributed to the false detection. Per review of flag data, the response buttons were not pressed during the event. It was not reported what the patient was doing at the time of the event. The patient was taken to the hospital by ems.

Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation and injury event. Device manufacturer date and usage of device: monitor (B)(4): (B)(6) 2011 - reuse. Electrode belt (B)(4); (B)(6) 2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. (B)(4).